Event description:
It was reported that during treatment of a cto, the recanalization catheter and the guidewire could not be removed from the patient. After several attempts to remove the devices, surgical intervention was performed to remove the 7f introducer sheath, the guidewire, and the catheter. During the surgical procedure, it was observed that the catheter had perforated the common femoral/proximal sfa. The vessel perforation was surgically repaired. The pt was sent to ICU. Reportedly, later that night, the pt experienced bleeding and died. Info regarding the source of bleeding and cause of death is still pending.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample is not available for return. Therefore, a device eval could not be performed. The investigation is currently underway.